Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The tubing connected to the retic clearing solution pump (mp6) contains retic clearing reagent (reagent b). A bci field service engineer (fse) replaced mp6 and associated tubing. A definitive root cause is unknown.

Event description:
A customer contacted beckman coulter inc. (Bci) to report the tubing connected to the top of the retic clearing solution pump (mp6) on the lh 750 instrument keeps popping off and leaking solution. The customer was wearing personal protective equipment (lab coat and gloves). No injuries occurred and medical attention was not sought. No report of exposure to mucous membranes or open wounds the specimens were rerun on a backup instrument.